Event description:
Level implanted: c1-c2 therapy: cervical fusion as per patient's husband's call, his wife was experiencing chronic pain in her neck area, where the rh-bmp2/acs was implanted, which had grown progressively worse over the course of time. She had severe pain, severe headaches, limited mobility and neck pain since the day of surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.